Event description:
On (B)(6) 2023, it was reported by a subsidiary representative via sems that an ar-1255 graft wire snapped at the loop during a procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1255 was received for investigation. Visual inspection found that the strand braided nitinol loop was broken. The diameter of the loop was measured by the drawing specification, and the result was pass. Indicating the loop of the device was as drawing specifications. Drawing c8732 at revision 7. The most likely cause of the reported issue is excessive force during use.